Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 479 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. The customer experienced symptoms such as nausea and vomiting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were not using the auto mode feature. The customer reported that they did not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer also stated that the cannula was bent. The insulin pump will not be returned for analysis.